Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information pertaining to the device(s) referenced in this report was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that, "the doctor was performing a total hip arthroplasty and broached to size 4 abg stem. He then implanted the stem and did not like the fit. He felt he needed to go up to the next size to restore leg length."